Event description:
It was reported that the ventilator shut down and started flashing reset multiple times. It is unk if the ventilator alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
The main board and memory board were replaced as a precaution.